Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, it was reported that the patient experienced bleeding from the peg stoma. The patient was assessed in the emergency department, no cellulitis was noted, an ultrasound was "ok", and keflex was prescribed for 7 days. On (B)(6) 2023, it was reported that the patient started treatment with 1g cefazolin IV for infected peg site.